Event description:
It was reported to boston scientific on 01/04/2007 that "a stent (device in question) was deployed in the rica (right internal carotid artery) just distal to the cavernous section. The (device in question) was deployed. Upon review of the (device in question), angio revealed the distal tines appeared to have flaired possibly into a distal vessel's proximal portion. A microcatheter was introduced into the aneurysm, the (device in question) appeared to move distally. The microcatheter was removed immediately. The physician then conducted a 3d angiography of the rica. Upon review of the 3d angiography, the tines of the (device in question) were visible distally and proximally. The visibility of the tines was apparent through the vessel wall. The tines were not opposed to the vessel wall but were visible as nodules pushing through the vessel wall. Three tines were visibly pushing through the vessel wall proximally and 2 tines were immediately visible distal as nodules through the vessel wall." It was reported that "(the physician) has requested engineering and product complaints department immediately investigate this occurrence of the (device in question) tines force of the vessel wall to which caused the tines to be visible as nodules on 3d angiography." It was reported that "during the patient's recovery from anesthesia, she was noted to have a blown right pupil. At the time of this report, it is 2:26pm and the patient was awake at 2:21pm." It was reported that the stent assisted coil embolization procedure was not completed due to this event and that there is no further information regarding the patient complications and patient condition.